Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial (B)(6) the patient experienced a perihepatic hematoma that required being tract re-cauterized. The relationship to the study device and study procedure is probable relation to the ae. The patient has recovered.

Manufacturer narrative:
(B)(4) date sent: 12/8/2021. Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown.